Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 600 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and given insulin through manual injections to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer declined a system check with the pump and supplies.